Event description:
It was reported that there was a suspected overdischarge but it was unknown what number it was. There was also premature battery depletion and a communication/telemetry/interrogation issues. The implantable neurostimulator (ins) would not communicate with the clinician programmer or the charger. A trickle charge was performed with no response from the ins. No diagnostic testing or troubleshooting was required. The patient stated they had not used the ins for ¿a couple years.¿ it was noted that this had happened before and a trickle charge was performed but it was unable to be determined how many times a trickle charge had been performed. The issue was not resolved but the device was going to be replaced, but at the time of the report the patient was going through a prior authorization for the ins replacement and no date had been scheduled yet. Due to the device not being on the patient had her regular chronic pain.

Event description:
Additional information received reported that the patient had a return of pain when the device was not able to be on due to battery depletion. The patient was scheduled for battery replacement on (B)(6) 2015.

Event description:
Additional information received reported that prior authorization for the replacement was obtained. The replacement was to be scheduled soon.

Manufacturer narrative:
Concomitant product/(s): product ID: 37752, serial# (B)(4), product type: recharger. Product ID: 39565-65, serial# (B)(4), implanted: (B)(6) 2010, product type: lead. Product ID: 37743, serial# (B)(4), product type: programmer, patient. (B)(4).